Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, two auto mode switching episodes were triggered by noise on the bipolar atrial channel. Lower out of range high voltage lead impedance was observed. It is suspected the occurrence of noise and auto mode switching episodes were caused by insulation failure. Programming changes were completed. No adverse consequences were detected. The patient will return for a routine follow-up in six months.